Manufacturer narrative:
The returned frame is well worn with nicks and scratches overall. With markers attached and fully seated the frame returned an elevated geometry error, but still able to verify. The support arm for marker #3 is slightly bent causing the high geometry error. A new frame was sent to the site for issue resolution.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement reference frame shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis. Suspect part not returned.

Event description:
A medtronic representative reported a damaged spine reference frame, the frame may be slightly bent. The medtronic representative was testing instruments and navigation was off by 1 to 2mm. No details on how the damage occurred were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.